Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the event code logged in the device's memory. As a precaution, physio re-seated the internal cables and observed proper device operation through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device failed the user test. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that the device had logged an event code in the memory which is related to a potential failure of the device to charge for defibrillation energy.

Event description:
The customer contacted physio-control to report that their device failed the user test. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that the device had logged an event code in the memory which is related to a potential failure of the device to charge for defibrillation energy.

Manufacturer narrative:
Field d4 model # of the initial MDR indicates - blank. Field d4 model # of the initial MDR should have indicated ¿ 15.